Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause:could not duplicate with retains. Source: phone.

Event description:
1 reported false positive sars result for 1 asymptomatic (off-label at the time) patient. The customer communicated the result was confirmed by alternate testing method (method not provided).